Event description:
Consumer called to report a low sugar incident with her child. Went to the ER because of hish readings, ER tested low and treated accordingly. Consumer using expired strips.

Manufacturer narrative:
Consumer reported using expired strips (expired july 2004).